Event description:
Initial: it was reported to philips that during percutaneous coronary intervention poor image quality was noted and higher acquisition settings were used, resulting in a higher radiation dose than intended. No harm to patient or user has been reported to philips. Philips has started an investigation of this complaint. Follow up: philips has investigated this complaint and confirmed with the customer that at the start of the procedure poor image quality was noted while imaging using low dose fluoroscopy. Additionally, the shutters were not functioning. The user was informed of the shutters not functioning by a message on the screen: ¿shutters unavailable. Exposures possibly outside det. Area¿. The user chose to continue the procedure with higher fluoroscopy dose setting in order to obtain acceptable image quality and with no collimator control. As reported by the customer to mhra, there was no harm to the patient involved in this incident. Philips has inspected the system on site and confirmed that the system¿s logs showed intermittent collimator faults. Further analysis of the log files confirmed a malfunction of the collimator causing malfunction of the shutters. Based on log file analysis patient received approximately 2772.66 mgy of additional radiation due to the higher fluoroscopy settings chosen. Philips has not been able to confirm the exact cause of the image quality problem. Based on the investigation results, philips has concluded that the shutter problem was caused by a defective collimator. The collimator was replaced after which the system was returned to use in good working order with no reoccurrence after replacement. No negative similar complaint trend is identified.

Event description:
It was reported to philips that during percutaneous coronary intervention poor image quality was noted and higher acquisition settings were used, resulting in a higher radiation dose than intended. No harm to patient or user has been reported to philips. Philips has started an investigation of this complaint.